Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she had a lost sensor alert and a radio frequency pic failed self test alarm on the insulin pump. Customer just got home from school. Caller stated that the pump was not communicating with the transmitter. Caller was advised that the sensors were expired on 01/27/2015. Caller will run the test plug procedure and stated that she was aware that the use of expired sensors is off-label.